Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use as a known patient effect of coronary stenting procedures. The reported failure to advance and shaft detachment appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified lesion located in the diagonal branch artery. Multiple inflations at an unknown atmospheres were performed with an unspecified balloon catheter and on the last inflation, the artery perforated. A 2.8 x 26 mm graftmaster stent was advancing when it became stuck in the left main artery. When attempting to withdraw the stent, the shaft separated at the guide wire notch exit. The separated portion remained in the left main artery and the patient was sent for open heart surgery. Although the separated portion was removed and the procedure was a success, the patient expired the next day. No additional information was provided.